Event description:
It was reported to gore that on (B)(6) 2024, a patient was to be implanted with a 11mm x 10cm gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) to treat right subclavian vein stenosis. A 11fr 45cm sheath was used. Puncture site was basilic vein. After opening the package, it was found that the deployment line at transition area was partially prolapsed, see attached picture. Physican chose to use the device and continue with procedure. After the vsx device was advanced to target lesion, the deployment knob was pulled. Vsx device couldn't complete the full deployment and expansion by pulling the deployment knob. Physician pulled back the delivery catheter with higher force in order to deploy the vsx device, vsx device completed full expansion but moved. There was no branch vessel coverage. Another 11mm x 10cm vsx device was added to cover the lesion. Patient did not experience any adverse consequence. 2203-a:-other (deployment line at transition area was partially prolapsed)

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: code b20 - the device remains implanted and couldn't be tested. Code c21 - the production record and returned picture of device are under evaluation by gore. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: investigation findings c19: a review of the manufacturing records indicated the device met pre-release specifications. Investigation conclusions codes: the primary reported complaint of damage to the vsx device upon removal from the packaging was confirmed. An image was provided from the field showing the vsx device with endoprosthesis shifted/compressed proximally with associated slack in the deployment line at the transition. The timing and cause of the shifted/compressed endoprosthesis could not be established based on the information available. It was reported that the vsx device was used despite the damage noted upon removal from packaging. The vsx device IFU recommends not to use any vsx device observed to be damaged. It was reported that the vsx device was not able to be fully deployed by pulling the deployment knob. Then the physician ¿pulled back the delivery catheter with higher force in order to deploy the vsx device¿. The vsx device completed deployment, but reportedly moved during deployment. The complaints of excessive deployment force and movement of the endoprosthesis during deployment could not be independently confirmed based on the information available. The root cause of the excessive deployment force as reported could not be established. The IFU recommends slowly pulling the deployment knob away from the adapter during deployment. The root cause of the reported movement of the endoprosthesis during deployment is consistent with the potential use error of excessive force application during deployment. The gore® viabahn® endoprosthesis with heparin bioactive surface instructions for use states: precautions: do not use the gore® viabahn endoprosthesis with heparin bioactive surface if the sterile package is compromised or the gore® viabahn endoprosthesis with heparin bioactive surface is damaged. Deployment of the gore® viabahn endoprosthesis with heparin bioactive surface. Untwist the screw-connector at the base of the deployment knob. While keeping the extracorporeal segment of the catheter as straight as possible, slowly pull the deployment knob away from the adapter.